Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's parent reported via phone call indicating that the customer's insulin pump alarmed no delivery. The customer's blood glucose level was 400 mg/dl at the time of the incident. The customer did not mention any symptoms of their blood glucose levels. The caller did not mention any form of treatment for their blood glucose levels. The caller stated that the customer was not available to troubleshoot the issue. The customer was advised to change their reservoir set as soon as possible. The customer did not return the product back for analysis.